Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked display window corner, cracked lcd window and cracked reservoir tube.

Event description:
The customer reported a button error. The blood glucose reading was 260 mg/dl. Prior to the event, the patient went sailing, the boat tipped over, and the insulin pump was submerged under water. The unit was working slowing but was responding. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.